Manufacturer narrative:
No conclusion code available. Functional testing of the returned viewmate confirmed the reported error message "imaging system error occurred, resetting imaging" occurred. The scan module was replaced and the issue was resolved. All procedural tests were able to be completed successfully. Based on the information provided to abbott and the investigation performed, the reported error messages were due to a faulty scan engine. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During an atrial fibrillation procedure, multiple error messages occurred which led to the cancellation of the procedure. After introduction of the cs catheter into the patient, the system displayed a ¿no transducer connected¿ message upon startup and displayed an "imaging system error occurred, resetting¿¿ message when any transducer was connected. There were no adverse consequences to the patient. The procedure was cancelled due to the error messages.